Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the adverse event(s) of peritonitis (characterized by abdominal pain, cloudy effluent, and nausea and vomiting) which warranted hospitalization and initiation of antibiotic treatment. However, there is no allegation nor any objective evidence indicating the patient¿s liberty select cycler and/or liberty cycler set malfunction or any fresenius product(s) issue caused or contributed to the patient¿s event of peritonitis. Based on the information available, the patient's peritonitis is probably attributed to touch contamination. The patient¿s pd culture was positive for staphylococcus epidermidis which are the predominant normal flora of human skin and the most frequently identified cause of pd-associated peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced peritonitis. The pdrn states the patient presented to the emergency department with a complaint of diffuse abdominal pain, cloudy pd effluent, and nausea and vomiting. The patient was admitted to the hospital for peritonitis. Per the pd nurse, the patient¿s pd culture was positive for staphylococcus epidermis with white cell count of 13, 719. The patient was reportedly treated with a one-time dose of intraperitoneal vancomycin (dose unknown) and gentamycin (dose unknown); additional antibiotic treatment, if any, is unknown. Additional details surrounding the patient¿s hospitalization course are unknown. The patient was discharged home and continued with pd therapy as scheduled without reported issue. The pdrn stated that the suspected cause of peritonitis was touch contamination. The pdrn stated there were no complaints or reports of liberty select cycler or liberty cycler set malfunctions or difficulties related to pd therapy or any fresenius product(s) at that time.